Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It is presumed that the yellow connector was loosened due to either stress applied by the user in an effort to connect it to the tube, or, due to the connector being impacted by something hard. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to an olympus field service engineer (fse), a yellow connector on the endoscope reprocessor was broken. There were no reports of patient harm associated with this event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the customer site and confirmed the customer¿s allegation. The fse replaced the connector, tested the unit, and no errors were noted. The fse verified the device per the instructions noted in the instructions for use (IFU), and confirmed the unit was ready for use. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.